Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. A replacement adapter was sent to the customer. Customer declined follow up regarding issue. Customer¿s blood glucose was 150 mg/dl.